Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during a bilateral hernia procedure by laparoscopy, a bipolar forceps broke inside the abdominal cavity and a small piece of metal detached during use. Components in use listed as concomitant devices are: pmy438r / jaw ins.maryland diss. Fen. 5/310mm. Pm450r / handle for bipolar instruments. Pm973r / insulated outer tube 5/5mm 310mm. Gk281 / bipol.cable 4m fixed pin 28.6mm aag flat.

Manufacturer narrative:
Investigation: the investigation was carried out visually. The points of the ceramic breakage exhibit no unusual structural conditions, no pores inclusions or foreign bodies could be found. Batch history review: a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: the bent connection rod and bent thrust are most likely caused by an incorrect mounting. Probably the ceramic breakages are caused by a mechanical overload situation or a drop. Due to the ceramic breakages, the bended connection rod and bended thrust, the mechanical function no longer works. According to the IFU, this kind of instrument is designed for delicate use only. No CAPA is necessary.